Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged possible under delivery anomaly and cosmetic damage found on 02-oct-2022.the pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No unexpected alerts, alarms, or anomalies noted during testing or in the pump history files and traces. Pump's history and trace files downloaded successfully using thus software and carelink and generated reports. . In the pump history files found no unexpected alarms, alerts, or anomalies. The daily total of bolus insulin delivery is 8.9 u on the event date of 10/02/2022 at 00:00:00.000 and 7.6 u on 10/03/2022 00:00:00.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window/cover, and corroded battery tube. Possible under delivery anomaly was not confirmed during testing. Cosmetic damage was confirmed. Moisture damage was confirmed found on the force sensor and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that customer reported under delivery because customer change the infusion set 4 times since 3 days and still had the low blood glucose issue. Customer also reported low blood glucose. Customer blood glucose value at time of call was 21 mg/dl. Customer reported symptoms such as urination, thirst. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of event. Device was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported under delivery anomaly for the insulin pump. Customer's blood glucose level was 21 mmol/l. Customer was treated with insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.